Event description:
According to the distributor's report, the adhesive was used to close a laceration between the pt's eyes. During the application of the adhesive, the eyes were not covered. During the application, the adhesive inadvertently glued the eye shut. The physician prescribed bacitracin opthalmic ointment. The parent reported that the pt complained that the ointment burns the eye but continued its use. The pt subsequently was seen by an opthalmologist who manually opened the eyelids. The parent reports the pt is well. The pt has complained about sensitivity to light since the event.